Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was between 200mg/dl-600mg/dl, treated with IV. The cannula failed to go into skin. The customer was offered to send a replacement pump, but customer was upset and hung up.